Event description:
During delivery of the intraocular lens, the lens came out of the insertion device too quickly and tore the capsule. The surgeon performed an anterior vitrectomy. There were no additional problems.